Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was reported that 2 days ago the pump was hot to touch. The patient removed the battery and the battery looked as though it was melting inside the battery compartment. It was reported that the battery looks like it exploded and smoke was coming out of the battery compartment when battery was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: during investigation, a visual inspection of the pump showed moisture in the battery compartment and a cracked battery compartment. The pump failed a leak test due a battery compartment leak. The pump was unable to power on and to display verify screen. The pump was not able to be adequately investigated for the temperature issue due to the power failure. The pump¿s case was removed and no further moisture ingress was found to the printed circuit board and no intermittent condition was observed to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.